Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clamping the cystic duct and cystic artery, the disposable clips of the device had poor bite. Surgeon replaced the device to resolve the issue. No patient injury.